Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 298 mg/dl. Troubleshooting was performed and found that the insulin pump had alarmed motor error multiple times prior to the event. The displacement test passed. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.